Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found faulty interface cable that has break in wire at strain relief when wiggled. System intermittently charges when cable is plugged into panel rear cab breakout (socket). Replaced interface cable assembly and verified that the imaging system charges motion/xray batteries when plugged in and wiggled at strain relief. Note: panel rear cab breakout not used. The damaged interface cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system had a damaged interface cable and breakout panel. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection. The cable did not pass bench level testing. Continuity test did not pass, open between lemo pin 12 and connector j8 pin 3. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test passed. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.